Event description:
Kimberly-clark received a report stating, "speech therapist allowed a patient at the care facility to gently suck moisture from the swab and a piece of the swab broke off in his mouth." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided. A box of unused swabs was returned to kimberly-clark. It is not known if the swab referenced in the complaint originated from the returned lot. Testing identified some slippage of the foam applicator on the stick on two of the swabs evaluated, but the failure type identified in the complaint could not be reproduced. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Exact device from incident not returned to kimberly-clark.